Event description:
It was reported that (1) device was used during a laparoscopic cholecysteectomy. It was reported by the affiliate that one of the er320 jaws broke during the case. There was no consequence to the pt.